Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated through the apex. This was discovered through scan. Additional information received from the field representative indicates that patient experienced pain with pacing and pain on the left arm. The rv lead was pulled into the myocardial and the physician was able to reposition it to a lower septal position without any complications. Lead measurements were all normal after the surgical intervention. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.